Event description:
This is an initial and final report. The report received from the study indicates this patient experienced a myocardial infarction post implantation of a cypher stent. No other information is available for this event.

Manufacturer narrative:
This female in the study experienced myocardial infarction post implantation of a cypher stent. Medical history that may have increased her risk for mace included known coronary disease with prior pci, hypertension, obesity and diabetes. During the index procedure, one 2.75/18mm stent was implanted in her mid-lad. Few procedural details were provided, only that cardiac enzymes were elevated pre-procedure and timi ii flow was present. Timi iii flow was restored at the end of the procedure and she was discharged on asa and plavix. Nearly 3 years later, it was reported that the patient was hospitalized for mi. No details were available. The stent was not returned for evaluation; it remained implanted. A review of the manufacturing records indicated that this lot of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction is a potential adverse event associated with coronary artery stenting. Review of the limited information available does not make it possible to determine what factors may have contributed to the event or if any relationship between the cypher stent and the mi even existed.